Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery. Customer stated the alarm tends to occur after a set change. Customer thought the current set change was good but it just alarmed. Customer believes the issues might be due to a reservoir and infusion set connecting. Customer states she disconnects and reconnects the reservoir and infusion set and it will continue to work for about six hours. Customer does not remove the reservoir properly from the transfer guard. Customer stated she will try the correct process. The customer is not returning the reservoir for analysis.